Event description:
In june 2002 the end-user called medtronic and stated that the cannula housing become detached from the tape. In july 2002, maersk medical a/s received the complaint and 7 unused infusion sets. The near-incident took place.